Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during prime, they received a 'return air line detector (rlad) failure' alarm. Patient information and outcome are not available at this time.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device serial number history report indicates there were additional reports of a similar issue and one year of service history was reviewed and there was a similar report of an rlad failure alarm with an incident date of (B)(6) 2018 (reported on MDR#: 1722028-2018-00087). Root cause: the specific root cause of this incident is currently undetermined.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer. The customer stated that no injuries occurred with the patient.